Manufacturer narrative:
Concomitant medical products: product ID: 8731sc, serial#: (B)(4), implanted: (B)(6) 2012, explanted (partial explant): (B)(6) 2018, product type: catheter. Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a company representative. The pump and partial catheter were returned for analysis.

Manufacturer narrative:
Concomitant medical products: product ID: 8731sc, serial #: (B)(4), implanted: (B)(6) 2012, product type: catheter. Other relevant device(s) are: product ID: 8731sc, serial/lot #: (B)(4), ubd: 14-aug-2014, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer representative (rep) regarding a patient receiving gablofen 2000 mcg/ml for a total dose of 950 mcg/day via an implantable pump for intractable spasticity and cerebral palsy. It was reported the patient was scheduled for a pump exchange. The hcp was not able to aspirate the catheter from the pump pocket. The hcp opened the back and was able to remove the pin connector and cerebral spinal fluid (csf) was aspirated from the spinal segment. The hcp was able to flush the pump segment with preservative free saline (psf). The hcp was given a new pin connector and all went well. The hcp then went to the pump pocket and cut off some of the original catheter/connector and was provided with the revision kit. No symptoms were reported. There were no external/environmental/or patient factors that may have led or cause the event and there was no diagnostics/troubleshooting performed. It was noted that the issue was resolved at time of report. The patient's status at time of report was alive-no injury. The patient's weight was asked and will not be made available. The patient's medical history was asked and will not be made available. The event date was (B)(6) 2018. No further complications were reported.

Manufacturer narrative:
Analysis of the catheter revealed coring/tears in the sutureless catheter connector that met leak criteria. Analysis of the catheter also revealed an indent in the seal and occlusion regarding the sutureless catheter connector. The results code pertains to the analysis finding of coring/tears/cutes in the seal. The results code pertains the analysis finding regarding indent in the seal and occlusion. If information is provided in the future, a supplemental report will be issued.